Event description:
During the surgical procedure, it was noticed that the joint on the end of the precise bipolar pyramid tip forceps instrument was broken. The instrument would not come out of the cannula, therefore, the cannula was removed from the patient with the instrument still inserted. No patient harm, adverse outcome or injury was reported.